Manufacturer narrative:
(B)(4). The devices were not returned to the manufacturer for inspection. The investigation is based on the event description and a photograph provided by the customer. Results: the investigation confirmed that only one adapter was assembled onto the pressure line of the breathing circuit. The said pressure line should have two adapters, one at each end. The eleven rt132 kits were from four different batches: two each from lots 100111, 100112, 100115 and five from lot 100205. A lot check revealed that we have had no other complaints for any of these lot numbers. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that one of the pressure line adapters was omitted during the assembly process. There are standard operating procedures in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required, which must be displayed at the packing station. The missing adapters were noticed during the inwards goods inspection by the distributor. The distributor/manufacturer reprocesses and repackages this product before selling it to the end user. (B)(4).

Event description:
A distributor in (B)(4) reported that eleven rt132 infant breathing circuits kits were missing a pressure line connector. This was observed during an inward goods inspection, prior to pt use.